Manufacturer narrative:
The device was tested on the bench and no anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. It was reported by the wife, that the patient was out riding his 4 wheeler. Upon getting off the 4 wheeler, the patient fell to the ground and died. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
Device interrogation report was received for review. Upon review of the episodes, several vt/vf episodes were stored the morning the patient passed. The patient's rhythm appeared to be of ventricular origin. Sensing issues were noted. At times the patient's device was picking up noise on the ventricular channel. Intermittent sensing was also observed due to r-wave variability. The noise resulted in inappropriate vf binning. The patient was also experiencing vt/vf rhythm during the episodes, so therapy was appropriate. In one episode, atp was delivered appropriately, but it appeared to accelerate the rhythm from an organized vt to polymorphic vf. Intermittent sensing was noted after the signal degraded into a vf. It was also noted that the patient experienced hypotension and cardiogenic shock.